Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17132. It was reported that the right ventricular (rv) lead exhibited high capture threshold. The right atrial (ra) lead exhibited noise causing inappropriate mode switch. The rv lead was explanted and replaced. The ra lead was reprogrammed. The patient was stable.